Event description:
The customer reported a colleague infusion pump that automatically increased the primary rate to 990ml/hr in the primary mode after a piggyback operation without the nurse being made aware. The reported condition was identified during patient therapy. There was no documented patient injury or medical intervention related to the reported condition. No additional information is available. The software for this device is not known.

Manufacturer narrative:
Device will not be returned for evaluation. Customer reports upon looking at the event history the device had a primary program of 990ml/hr previous to the piggyback program. The pump was powered off and powered back on. User depressed the piggyback key and programmed 125ml/hr and the volume. Nurse noticed that after piggyback volume to be infused completed the pump reverted to the previous primary rate of 990ml/hr and immediately stopped the pump. Baxter explained to customer that pump has a 5 hour memory retention that will retain infusion parameters. (B)(4)

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of overinfusion. (B)(4)